Event description:
It was reported while using bd vacutainer® precision glide¿ multiple sample needle , blood leaked from the non-patient sleeve/cannula. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were functionally tested and no issues occured: 10 retained samples were used to draw 6 tubes each. No leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.